Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during the cuff test, the air from the tracheal balloon did not deflate completely. There was no patient involvement.

Manufacturer narrative:
The sample associated to this report was received and the customer reported issue could not be duplicated.  A visual examination was performed, which showed no sign of any defect and there is no air contained in the tracheal cuff body. An inflation/deflation test was performed with and without the stylet wire contained in the tubing. There was no restriction noted and the unit was able to be inflated and deflated. The stylet wire was removed from the tubing and re-inflated and deflated three times without any restrictions noted. The reported defect could not be detected on the unit returned. We are unable to determine the cause for this specific event however, manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.